Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the patient experienced exit block. It was further reported that the right ventricular (rv) left bundle branch lead exhibited non capture numerous times and was reprogrammed. Positioning of the lead in the left bundle branch was noted to be off label use and thus the lead placement is unstable. The lead also exhibited high thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.